Event description:
At 0455, pt's gj tubing burst beneath the g and j port junction. Unable to run tube feeds or push any meds at this time through the tube. Per respiratory therapist, rt was suctioning down patient's trach and heard a "pop" sound. When assessing where the sound came from, pt found gj tube to be leaking. Ccm resident notified. Tube feeds stopped. Gj tube wrapped in gauze and "abd" at the site where tubing burst. FDA safety report ID# (B)(4).